Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Non-healthcare professional. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a live call notification was completed to the patients clinic after receiving an alert notification. The clinic was notified that the patient's right ventricular (rv) lead had triggered an alert for rising and out-of-range/high pacing impedance. Diminished sensing was also noted. Further information indicated that both the rv lead and right atrial (ra) lead had dislodged due to twiddler's syndrome. The rv lead was repositioned and remains in use. The ra lead was extracted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. The helix of the lead was extrinsically bent. The helix of the lead became extrinsically distorted due to pulling/stretching/overstress. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.